Manufacturer narrative:
Analysis: the customer has stated the valve was damaged during explant and will not be returned to medtronic. We are unable to investigate beyond the review of the device history, which was acceptable. Conclusion: without product analysis, we are unable to determine the cause of the reported event. It was reported that the patient death was not related to the product.

Event description:
Medtronic received information that the aortic freestyle valve was replaced due to structural dysfunction: cuspal tears and perforations, leaflet necrosis and heavy aortic insufficiency. Patient died after the re-operation, but it was stated that the death was not product related.